Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with right ventricular (rv) lead experienced symptoms of shortness of breath (sob), tachycardia and generalized illness. The physician confirmed that the patient symptoms were not device related however, it was more related to infection. There was no further information provided. As of this time, the lead remains in service. No additional adverse patient effects were reported.